Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient called to report a controller fault alarm which self-cleared and no further issues were reported. When the patient was admitted to hospital for ventricular tachycardia, the controller fault alarm returned and after clearing, came back several more times in approximately 10 minutes. The controller was changed out; no further alarms were noted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and failed functional testing. System testing did not indicate any abnormal operation of the controller. Review of the log files revealed multiple controller fault alarms. The reported event was confirmed during the review of controller log files. The device was related to the reported event. Analysis of the device revealed that the device met specifications during testing. The controller fault could not be duplicated during bench testing. The most likely root cause of the failure is a diode in the power switching circuit of the controller. This would contribute to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.